Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. In addition, the customer stated the battery gauge was observed to be jumping in the past. The customer's blood glucose level was 100 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy.